Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule, delayed healing, pain, abscess.

Event description:
Healthcare professional reported right side "nodule-like"," very tender", "more healing to occur"," implant exchange to avoid any higher risk of infection". Patient later reported "implant was exposed", "I had fever". Healthcare professional additionally reported "partial exposure to (right) implant after suture abscess". Device has been explanted and replaced.